Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4 batch #: x95310. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage but with significant tissue build-up within the clamp. The blade tip was not broken off as reported by the customer. Clamp operation was tested and all components of the device were found to be functioning normally. Resistance to closing was noted due to dried tissue in the clamp. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Blood and tissue build up in the jaws may result in difficulty closing the device jaws. To maintain device performance, remove any visible tissue buildup at the distal end of the shaft.  For optimal performance clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x95310, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2023. D4 batch #: x95310. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.